Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with intraperitoneal vancomycin 2 grams (frequency and duration not reported) and gentamycin 70 milligrams intraperitoneally (frequency and duration not reported) for the peritonitis. At the time this report was received, continuous ambulatory peritoneal dialysis therapy with dianeal was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.